Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was not reproduced. System error 105 was confirmed through a review of the event history log. The evaluation found the motor bearing to have excessive wear with shaft end play and black material around the bearing. The outer gearbox was found to be worn with the bearing cage broken and starting to disintegrate. The evaluation was unable to determine the cause of the system error 105. The motor assembly was replaced due to the invasive nature of the evaluation.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported there was no patient injury.